Manufacturer narrative:
H3: the most likely cause for the alleged prosthesis wear is a combination of the risk factors specified in an hhe. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.

Event description:
It was reported that this patient was having difficulties with their prosthesis. Patient suspects premature wear.

Manufacturer narrative:
(H3) pending evaluation.